Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defib analyzer, defib cycling and full functionality testing without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Clinical data was not available as part of this investigation. The electrode lot number was not known by the customer and the electrode pads were disposed of at the customer site. No trend is associated with reports of this type.